Event description:
It was reported that cadd legacy pump displayed service due / cassette not detected. No patient injury.

Manufacturer narrative:
The device was returned and visual inspection revealed housing is intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There were pages of upstream occlusion detected, high pressure and no disposable alarm messages with service due were found in the pump's event history logs. Recommend downstream occlusion sensor, upstream occlusion sensor and clock battery to be replaced.